Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the scrub nurse went to inflate the btt cuff with the syringe that comes with the hemopro 2 kit the tip of the syringe broke. Another syringe was used to inflate the btt. The case continued with no patient harm.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The tip of the 30cc syringe was observed to be detached from the tip of the syringe. The detached portion was returned for evaluation. Based on the returned condition of the device, the reported failure ¿break; syringe¿ was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the scrub nurse went to inflate the btt cuff with the syringe that comes with the hemopro 2 kit the tip of the syringe broke. Another syringe was used to inflate the btt. The case continued with no patient harm.